Event description:
It was reported that a patient had a pocket revision on the day of the report. Additional information received reported that the patient outcome was "good".

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).